Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had multiple drawer failures that were not detected on bus. A field service engineer (fse) found all the drawers were off the bus. The fse opened electronic compartment and checked that the communication sled lights were fine. The fse identified that the firewall was activated, so the required firewall package was sent to the station, followed by a system reboot. After rebooting, drawers 2.1 and 2.2 remained off the bus. The fse accessed the back panel and discovered that the pyxis bus cable was loose. The station was powered off, and the cable was reseated to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.